Manufacturer narrative:
The endoscope will not be returned for eval and is being retained by the hosp. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. No add'l info was provided by the hosp other than no pt complications occurred.